Event description:
Reportedly, during pt use, an oxygen alarm occurred. Calibration of the oxygen sensor did not correct the reported issue. The oxygen sensor was replaced, which resolved the reported issue. No harm to the pt reported.

Manufacturer narrative:
(B)(4).